Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Electrode wire broke off of fischer cone biopsy excisor." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned. Analysis and findings: the event reported cannot be verified as the sample was not returned at the time of this investigation, and no RMA was given. Should the sample be returned at a later date this complaint may be reopened for analysis verification. A review of the product two-year history indicated two did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Previous testing performed in 2011 in trying to replicate reported events of the wire "burning" or "snapping" indicated the product performed as intended, the testing was repeated in march of 2019 and resulted in the same manner. Correction and/or corrective action: none: corrective action is not applicable at this time as the affected sample was not returned for proper cause analysis. Based on previous engineering testing results, the product performs as intended, no further action for corrective action is required at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"Electrode wire broke off of fischer cone biopsy excisor." (B)(4).